Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experiencing dyspnea presented in the clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. A device restoration was performed successfully. The patient was in stable condition and will continue to be monitored with regular follow-up.